Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. It was noted that the omnipod personal diabetes manager (pdm) will not turn on and failed during the night. The patient's blood glucose levels reached 40 mmo/l (720 mg/dl). The patient was treated with insulin and was released the following day.

Manufacturer narrative:
When batteries were inserted into the device, the loading screen continued to loop back to the boot loader, and it did not go past the loading screen. The mother pcb was inspected for damages or issues capable of causing this issue, but none were observed. The processor boot loader failure can be confirmed as the cause of the reported event. The cause of this failure could not be determined.correction to d(4): lot number changed from l60667 to l60669.